Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation. We have requested details regarding the facility's cleaning, disinfection, and sterilization processes. The information has not been received to-date.

Event description:
The subject device tested positive for bacteria during routine cultures performed preventively by olympus iberia at the client's home. The device tested positive for unspecified amounts of bile-tolerant gram-negative bacteria, escherichia coli, and pseudomonas aeruginosa. The total aerobic microbial count was more than one (1) colony forming unit (cfu), the total anaerobic microbial count was more than one (1) cfu, and the total yeast and mould count was more than one (1) cfu. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
The user provided their cleaning disinfection and sanitization (cds) practices of the subject device where the detergent used for pre-cleaning is enzimatico. The device is manually processed with a non-olympus cleaning brush and enzimatico detergent. The device is not manually disinfected. The device is processed in a etd olympus automated endoscope reprocessor (aer) with olympus detergent and disinfectant. The device is stored vertically in a simple cabinet without drying functionality. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices (see b5), results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the electrical safety test failed, the light lenses (3) were chipped, the distal cover insulation was lower than the threshold, the bending section rubber glue was separated/loose, there was low angulation and the air/water channel was clogged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.